Event description:
It was reported that the during implantation procedure, the atrial lead could not be fixed when placed on the right atrium. The lead was not used and a new lead was implanted. The patient was stable and did not suffer any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.